Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2015 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. The battery cap had stripped threads and was unable to fully attach to the pump. The pump was exercised for 24 hours with no power issues duplicated. A leak test verified a leak due to the battery compartment crack.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.